Event description:
It was reported via repair work order that the brakes could not be engaged due to malfunctioned drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.